Manufacturer narrative:
(B)(4). Device evaluation: the product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The returned sheath was over the catheter. The extracorporeal tubing and the orange sensor cable was cut into 2 pieces. The extension tubing was also returned. An underwater leak test of the balloon, catheter ,y-fitting and extracorporeal tubing was performed and one leak was detected on the membrane approximately 1.3cm from the rear seal measuring 0.08cm in length. The reported blood in tubing was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that there was serosanguineous fluid backed up into helium line during an intra-aortic balloon (iab) leak during therapy. The customer was advised to remove the iab immediately. The patient was supported on extracorporeal life support. The indication for use was heart failure. On (B)(6) 2018 information was received from the customer which indicated the patient was in cvicu( cardio vascular intensive care unit) during iab therapy being prepared for o.r. To discontinue va ECMO(extra-corporeal membrane oxygenation). There was an "internal error" alarm generated and the iab pump (iabp) ceased pumping. The console was powered off and back on twice. Internal error displayed both times. Blood noted in catheter tubing. Patient did not display any changes in blood pressure while therapy was interrupted. Per physician therapy was discontinued. Patient went to o.r where ECMO was successfully discontinued and was not replaced by surgeon. Patient expired on (B)(6) 2017 due to sepsis and the death is unattributed to the device by the facility.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that there was serosanguineous fluid backed up into helium line during an intra-aortic balloon (iab) leak during therapy. The customer was advised to remove the iab immediately. The patient was supported on extracorporeal life support. The indication for use was heart failure. There was no reported injury to the patient.